Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full delivery system was returned, analyzed, and a fluid pathway leak was observed on the delivery system. The delivery system shaft was mechanically kinked/buckled. The articulation of the delivery system was out of plane. There was a mechanical issue with the shaft of the delivery system. There was a mechanical issue with the tether of the delivery system. There was a visual observation with the delivery system. Blood was observed on the sheath. Visual analysis of the delivery system indicated damage during use. The analyst noted the flush tube is disconnected from the barb connection on the insert housing inside of the handle. The shaft is kink/buckled at 5.3 cm from the distal end of the delivery system. There is blood on the inner shaft. There is blood on the device cup. There is blood in the lumen. The lumen is damaged at the distal end of the inner shaft. The tether is frayed, there is blood on the tether and tube at the proximal end of the delivery system. There is blood in the flush port valve. If information is provided in the future, a supplemental report will be issued.

Event description:
The delivery system was returned to the manufacturer, analysed and tested out of specification. No patient complications have been reported as a result of this event.